Event description:
The following was reported to hamilton medical ag: the report from hospital say: during the emergency ICU nurse's inspection process, it was found that the machine's self check could not pass. If not handled and used by patients, it is likely to lead to medical accidents. Once discovered, immediately notify the equipment department no patient involvement as it occurred during a test.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).